Manufacturer narrative:
MDR 3003442380-2024-02096 - device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced five infusion sets cannula kinked events on 23-mar-2024 for three sets and 25-mar-2024 for two sets. The events occurred within 3 hours of insertion. The insertion site was at abdomen and thigh. The blood glucose level was high (specific values was unknown).the patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.